Event description:
Pt was previous l5-s1 discectomy was implanted with prodisc-l on (B)(6) 2012 at (B)(6) hosp. Pt was reportedly bed-ridden for 2 weeks following pdl implant, and had poor recovery from the implant. Pt presented to a different surgeon, at a different hospital, requesting that the prodisc-l implants be removed, due to ongoing pain and poor recovery. Pt was returned to the operating room on (B)(6) 2012 and the surgeon removed all hardware. Pt was revised to alif with synfix system and to plf with matrix system. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device was received at (B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Based on the CT images provided, the gross subsidence and anterior migration of the superior prodisc-l endplate was most likely a result of a l5 vertebral fracture. As no trauma, but a poor initial recovery, was reported by the pt, potential causes of the fracture may be aggressive or misaligned chiseling and trailing during the initial surgery. However, not enough info is present to determine that this is the exact root cause. Other causes for subsidence may include implant sizing and extensive bony remodeling of the endplates. Pt selection and technique considerations are described in detail in the surgical technique guide as well.

Manufacturer narrative:
An evaluation by product development was conducted. As documented in the biomechanics report, the polyethylene inlay was received still intact with the inferior endplate. The anterior aspect of the inlay displays severe deformation consistent with surgical tool marks likely occurring during surgical removal. A large indentation is seen on the superior aspect of the articular surface. The articular surface also displays sever pitting across the entire surface. These features are consistent with handling and/or normal wear that is commonly observed in metal-on-polyethylene articulations seen in all total joint replacements. The described indentation on the superior aspect of the articular surface is corresponds with the anterior positioning of the superior endplate seen on the x-ray images following the subsidence. Review does not point to a clear root cause associated with the polyethylene inlay. This is consistent with the original product development evaluation, a conclusion cannot be determined.